Manufacturer narrative:
No frozen screen or button error alarm noted. Insulin pump time, clock moved. Insulin pump had intermittent buttons response due to flattened esc button dome switch. No unlocked lcd keypad connector noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.